Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when attempting to load a cartridge. Reportedly, the cartridge was filled with a total of 300 units of insulin. Subsequently, the customer reported that the insulin was most likely cold. During a follow-up call with tandem technical support, the customer reloaded the original cartridge successfully after allowing the insulin to warm to room temperature. There was no impact to the customer's blood glucose level.